Event description:
As the doctor was attempting to deploy the stent, he noticed that the hub was not attached to the retraction sheath. He was able to grasp the retraction sheath and deploy the stent without complication.